Manufacturer narrative:
Following the reported event the employee did not seek medical treatment, self-treated with ointment, and returned to work. A steris service technician arrived onsite to inspect the system 1e processor. The technician reviewed the cycle tape and found the cycle successfully completed. The service technician inspected the aspirator assembly and found no issues. The technician ran a diagnostic and processing cycle and confirmed the system 1e to be operational. The unit was returned to service and no additional issued have been reported. The employee was not wearing proper ppe when the reported burn was obtained. The operator manual states (pp. 1-3). "Appropriate personal protective equipment (ppe) is required when handling containers of s40 sterliant concentrate. Marginally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The employee subject of the reported event does not regularly operate the system 1e. The employee's supervisor does not consider the system 1e to be a cause or contributor to the employees reported burn. The supervisor stated the employee may be experiencing a reaction to her jewelry. Steris offered in-service training and is awaiting a response.

Event description:
The user facility reported that after a completed processing cycle an employee obtained a burn while removing the processed instrument from their system 1e processor.